Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user began ilet use with glucose near 150 mg/dl, later napped, and subsequently experienced hyperglycemia exceeding 400 mg/dl with high readings lasting about three hours; the device delivered alerts for sustained hyperglycemia, and the user inquired about manual bolusing and considered a manual injection but did not administer one. Symptoms included hyperglycemia without ketone testing and without acute symptoms such as dizziness or loss of consciousness. Outcomes included no hospitalization, no medical intervention, no assistance required, and glucose returning to target range shortly after contact. Investigation included troubleshooting and user education regarding system operation and the absence of a manual bolus outside of meal announcements, as well as follow-up to confirm resolution. Investigation of this case revealed no device malfunction reported and no component failure identified, with the episode resolving without back-up therapy and without clinical sequelae. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.